Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor wanted to read the patient's pump to help rule out their current condition. According to the report, the patient's neurological status had declined, and they didn't really talk or wake up. The patient was admitted to the hospital on (B)(6) 2017. Reportedly, the doctor stated he did surgery on the vp shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.